Event description:
Venous access implanted. Catheter and port became disconnected from one another, leaving the catheter free floating in the superior vena cava. Port removed by fluoroscopy. No residual known damage to the pt.